Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-03388). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to the ER after receiving a patient notification. Device interrogation showed the device was at eri. Premature depletion is suspected. The device was explanted.